Event description:
The customer contact reported that channel 3 of the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. During testing at the user facility, channel 3 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
During testing at the user facility, channel 3 of the device did not sound an audible alarm tone during an alarm condition. Further testing at the manufacturing facility could not duplicate the event; therefore, no conclusion could be drawn.